Event description:
The customer advised there is no flashing light and the green button does not switch on. No patient involvement.

Event description:
The customer advised there is no flashing light and the green button does not switch on. No patient involvement.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat¿ from heartsine technologies on the 19th june 2018. Throughout the investigation the green status indicator was observed to be flashing as normal, and the device never failed to power on with the returned pad-pak. The sam 360p performed to specification throughout testing at heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.